Event description:
Boston scientific received information that this patient presented with a syncopal episode. Although, the root cause of the syncope could not be determined, pauses were noted while the patient was admitted and the physician attributed this to undersensing on the right ventricular. No further information about the cause of the syncope or the potential lead issue could be determined at this time, however, a pulse generator issue was ruled out by the physician. No remedial action was taken and the physician will continue to monitor the patient at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.